Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer, an off duty first responder for an ambulance service, reported that he parked his car and returned to it within a few minutes. The car is part of a fleet of vehicles used by first responders for the ambulance service. Upon return to the car, the customer smelled smoke and observed it in the area around the defibrillator and vehicle charger. He extinguished the fire with an extinguisher and disconnected the mount from the dc power supply. He reported heat damage to both the vehicle mount and the rear of the defibrillator. There was no patient involvement. There was no harm to the driver of the vehicle which was parked at the time of the event.